Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported with this controller battery switching. An elective controller exchange was performed and it was stated that there were no effect to patient and patient tolerated very well. No additional information available.

Manufacturer narrative:
One controller (B)(4) and one battery (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller. The manufacturer has opened an internal investigation for communication errors between the controller and batteries. The batteries involved in the premature switching events are: (B)(4). It should be noted that this controller had not been smr upgraded at the time of said switching events. Batteries (B)(4) are being investigated under (B)(4) (MFR# 3007042319-2016-01146). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - expiration date: 09/30/2015 - device manufacture date: 09/01/2014. (B)(4).

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.